Event description:
It was reported that while using bd vacutainer® multiple sample luer adapter, there was blood splatter as a result of a missing adapter body. Ten devices were affected. No patient impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: returned to manufacturer on: 2024-february-23 investigation summary material #: 367300 lot/batch #: 3193680 bd received 10 individual samples as well as 10 shelf packs for investigation. The 10 loose samples were evaluated by visual examination and the indicated failure mode for damaged luer tip / leakage with the incident lot was observed. Additionally, 30 samples from the returned shelf packs along with 20 retention samples from bd inventory were evaluated by visual examination and the issue of damaged luer tip was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged luer tip / leakage. Bd determined that the root cause of the indicated failure mode was attributed to a worn collar in the assembly process. This collar was identified and replaced. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® multiple sample luer adapter, there was blood splatter as a result of a missing adapter body. Ten devices were affected. No patient impact reported.